Manufacturer narrative:
Samples have been received by the manufacturer, but the evaluation has not been completed. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that a system message was received that indicated that the footswitch needed to be exchanged. A different footswitch was brought in, causing a two minute delay during the case. The surgery was completed with no harm or consequence to the pt.